Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that on (B)(6) 2013, when the patient sustained a fast vt episode, the implanted ICD system could not deliver appropriate therapy. Eleven shocks were attempted by the device, but 0.0j were delivered. The patient is currently in intensive care and unconscious. Recommendations have been provided which indicate that a re-intervention should be considered by the physician to check the implanted system.